Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited a low impedance warning and was confirmed during device check. The physician suspected it deteriorated over time. The status of the patient will be continually monitored. The pacing lead remains in use. No patient complications have been reported as a result of this event.